Manufacturer narrative:
Correction is made in section g3. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section d4. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: according to the customer, the ceramic beak was broken during the procedure. This cannot be confirmed because no article was sent in for investigation. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pick up in similar complaints, no trend was identified. As the product itself has not been provided, no further investigations can be made. It is assumed that the ceramic insert broke due to the application of mechanical force. For example, it was pulled out of the shaft or the tip was struck. In this context, the instructions for use point out that damage to the shaft can have negative effects on the ceramic beak. Therefore, the instructions for use state that you should check the ceramic components for damage such as cracks, chipping, etc. Before each use. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that ceramic beak had small chip with piece missing upon inspection in ep1 equipment audit. Issue was detected after procedure. No negative impact in state of health reported. As it cannot be excluded that the missing piece was lost in the patient a report is required precautionary.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).